Event description:
It was reported that during an unknown procedure, an error occurred during use, so the device was reset. When the system check was performed, the blade broke off. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences for the patient. The customer disposed of the device.

Manufacturer narrative:
(B)(4): information not available, device not returned for analysis.